Event description:
This complaint was forwarded by (B)(6), ra specialist, (B)(6). The report originated from (B)(6). On (B)(6) 2012, dr (B)(6) injected 0.9mls radiesse (about 0.1-0.2mls came out of the spot which was bleeding). (B)(6) injected with 27g needle at the perichorium at liner retrograde method at 0.1- 0.2mls per injected site. No pain during injection but c/o slight pain over the left side of the nose area 2 hours after injection. On (B)(6) 2012, pt complained of pain at the glabella. On (B)(6) 2012, pt came for review with heavy makeup. There was already necrosis in nose and redness at glabella area. Oral and topical antibiotic were given. Warm compress and firm massage were instructed to the pt. On (B)(6) 2012, per (B)(6), oral and topical antibiotics were given "for prevention" of infection.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided.